Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation in her mid back area since falling over backwards (B)(6), striking her hip area and the side where the ins was implanted. She also had stinging and pulling at the ins pocket that radiated to her side and up her back. The stimulation was off at the time of the fall and she has not turned it back on. The impedances were all in normal range. An x-ray confirmed that the lead has not migrated. She had a good deal of residual pain and swelling from the fall that exacerbated her underlying back pain. When the stimulation was turned on (B)(6), she felt stimulation at a low voltage of 1 and the stimulation felt different than it had in the past. Additional info has been requested.